Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was undersensing and therefore overpacing in the ventricle. Additionally, the lead had high thresholds. It was further reported that due to the rv lead overpacing and high thresholds, the device longevity was down to 2.5 years. The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.